Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an impedance alert triggered for the right ventricular (rv) lead due to low pacing impedance. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.